Event description:
The patient reported that, on (B)(6) 2026, she accidentally programmed a bolus dose of 15 units instead of the intended 1.5 units, which led her to seek medical attention due to concerns about potential hypoglycemia. Blood glucose levels were reported to be 116 mg/dl prior to bolus delivery. The patient stated that she received glucose therapy in the emergency room and was monitored for approximately 8 hours. No specific diagnosis was provided during medical evaluation, and the patient confirmed that blood glucose levels never went low, reporting that blood glucose remained steadily in the 200 mg/dl range. The patient returned home on (B)(6) 2026. She further reported that she reviewed omnipod therapy settings with her healthcare provider and was satisfied with her current settings.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs9gzb4 hardware: sm-s901u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.